Event description:
Pt was at work when she experienced high blood glucose levels that she was unable to control. She went to the hospital, was admitted and treated with 26 units of intravenous insulin. The pt did not find anything wrong with the insulin pump and felt the problem could have been due to poor subcutaneous insulin absorption.